Event description:
This patient was on a continuous amiodarone drip via the primary IV (intravenous) line. Staff noted that the IV (intravenous) tubing inside of the channel had bubbled into a large balloon. The IV (intravenous) tubing was removed and a new one set-up.